Event description:
It was reported that pump displayed malfunction alarm malf 5 with associated fault code and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place affected pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.